Event description:
The surgeon attempted to implant a silicone lens with model aa4203tl. The lens was stuck in the cartridge as it was being advanced through the delivery system. No pt injury. The facility indicated that this was due to the cartridge or injector and not the lens.